Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 01/25/2013 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the keypad was found to be torn and peeling from the top of the contrast button, extending through the middle of the up arrow button. The button contacts were exposed. A damaged keypad will allow contamination to permeate the button contacts negatively impacting the button function. The damaged keypad is obvious and detectable and should alert the user to discontinue use of the pump. During testing, the up arrow and contrast buttons were found to be intermittently unresponsive and required multiple button presses with increased force to elicit a response; the down arrow and ok keypad buttons responded appropriately; none of the buttons was found to be sticking. There was evidence of contamination found under all of the button contacts.

Event description:
On (B)(6) 2012, the patient contacted animas and stated that the keypad buttons were unresponsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.